Event description:
During a ureteroscopy, the tip of the device broke off, possibly inside of the patient. The user facility is unsure where the tip is located. A follow up appointment with the patient has been scheduled. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Event evaluation: a review of complaint history, documentation, and specifications was conducted during the investigations. The complaint device was not returned and therefore no physical evaluation could be completed. There is no evidence to suggest the product was not manufactured to current specifications. Based on the available information, the root cause is unable to be determined. There will be no further action taken at this time. The risk has been assessed and the assessment has determined that no further action is necessary at this time. The appropriate internal personnel have been notified. We will continue to monitor for similar complaints.

Event description:
During a ureteroscopy, the tip of the device broke off, possibly inside of the patient. The user facility is unsure where the tip is located. A follow up appointment with the patient has been scheduled. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). This event is currently under investigation.